Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented excessive leakage required use of diaper, it was reported that original cuff could not completely close the urethra due to atrophy. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented excessive leakage required use of diaper, it was reported that that original cuff could not completely close the urethra due to atrophy. The aus was explanted and replaced. There is no additional information reported.